Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the motor, a worn bearing, and the sag head. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own prior to the start of a procedure. There was no patient involvement reported. There were no reports of any adverse consequences due to this event.